Manufacturer narrative:
The ventilator was returned to the MFR for eval. The device's active exhalation control module was replaced to address the reported issue. During the eval of the device at the MFR's svc ctr, a "svc required" code was found in the ventilator's download error log. The device's power mgmt board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR with an allegation the device failed steps during testing at a third party svc ctr. The device was not in pt use.